Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the non-bsc guidewires became trapped in the stents and the patient was sent to surgery, where the stents were explanted and a stent fracture was identified. The 75% stenosed diffuse lesion being treated was located in the mid right coronary artery (rca). The lesion was predilated with a 3.0x15mm non-bsc balloon, inflated to 10 atm. The right ventricular branch and the sinusnode artery were protected by non-bsc guidewires during stenting procedure. An unknown size non-bsc stent was implanted in distal portion of the target lesion. Next, a 3.50x32mm taxus express2 drug eluting stent was implanted in proximal portion, overlapping the cypher. The stents were post dilated with the taxus stent delivery system. The physician attempted to withdraw the protection guide wires, but was unsuccessful. The non-bsc guidewires, the taxus stent, and the non-bsc stent were removed from inside the patient by surgery and coronary artery bypass grafting was performed. A fractured stent piece was retrieved at the surgery. Patient status reported as "stable". Additional information was requested, but not provided.